Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2023). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the foreign material was allegedly found on the device when opening the package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy disposable core biopsy instrument has been received. On visual evaluation, the device appeared to be clean and both slides were in their initial positions. A green material was noted with the device. Under microscopic imaging fibers were noted to the green material. Therefore, the investigation is inconclusive for the reported foreign material present on the device as the device was received in open condition. One electronic photo was reviewed. The photo shows one green color substance present inside the device packaging and the photo doesn't show the full device or device packaging. Hence it is unknown whether the device package is opened or not. Therefore based on the photo review, the reported foreign material is inconclusive as photo doesn't show the full device or device packaging. The visual inspection identified that the device packaging was returned unsealed. It is unknown if device handling after the seal was opened contributed to the observed foreign material. Therefore, it is unlikely that the root cause is manufacturing related. As the device packaging was opened, it is possible the foreign material came from the patient or user. However, based on the available information, a definitive root cause for the reported issue could not be determined. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023), g3, h6 (method) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the foreign material was allegedly found on the device upon opening the package. There was no patient contact.